Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated two times on (B)(6) 2015 at 03:23:10 and 03:32:33. Rapid atrial fibrillation with frequent non-sustained ventricular tachycardia contributed to the false detection. The pt was an inpatient at the hosp and was conscious during the event. A review of the downloaded data indicates that the response buttons were not pressed during the event. The pt was transferred to another facility and ended use of the lifevest in order to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the pt sustained a serious injury. Explanation of (other): device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4)- reuse; electrode belt (B)(4)- 05/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4) a summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.